Event description:
It was reported that the procedure was to treat a right posterolateral artery lesion. A bmw universal ii guide wire was advanced and the lesion pre-dilated with a 2.50x12mm trek balloon dilatation catheter (bdc). A 2.50x18mm xience sierra stent was then implanted without issue. A 3.0x08mm nc trek neo bdc was advanced for post dilatation of the stent however resistance was met advancing the device. Post dilatation was performed but retrieval of the bdc was not possible as the balloon was stuck to the bmw universal ii guide wire. The entire system was removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty advancing the device appears to be related to operational context; however, a conclusive cause for the reported difficulty removing the device could not be determined. It was reported by the account that the nc trek neo balloon dilatation catheter (bdc) interacted with the patient¿s anatomy resulting in the reported difficulty advancing the device. Possible factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. A conclusive cause for the reported complaint could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided the additional device referenced in b5 is filed under a separate medwatch report number.